Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to double counting t-waves. The device was programmed to primary sensing vector. The amplitude of the signal had become very small, which led to double counting signals. It was noted the device had migrated up under the patient's breast (nipple region). A revision was discussed, but has not been performed because the patient has elected against having the revision. No adverse patient effects were reported.